Manufacturer narrative:
Device evaluated by manufacturer: no, lens was discarded. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) with no problem and the patient was removed from the operating room. Shortly after, the nurse realized the wrong lens was implanted. In error, the lens intended for the right eye, was implanted in the left eye. The patient was brought back to the operating room and the lens was explanted with no patient injury. Another same model (13.2mm) but different diopter (-11.0) was implanted and the problem was resolved. The patient is doing well. The lens was discarded by the customer. The reporter stated the cause of the event was due to user error.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).